Event description:
On 25-sep-2025, the reporter stated that on (B)(6) 2025, the user experienced hypoglycemia with blood glucose (bg) of 22 mg/dl after an unintentional meal announcement was logged on the ilet system while the user did not consume food. The user was transported by emergency medical services to the hospital and treated with intravenous dextrose and fluids and discharged the same day. No long-term health effects were reported.

Manufacturer narrative:
No product was returned for evaluation.